Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the t- handle did not work properly. When the surgeon tried to remove the cannula from the vertebra, it came loose and it could not be used again. The procedure was completed using navigation and there was no reported impact to patient outcome. There was no reported delay to the procedure.